Manufacturer narrative:
Unit passed displacement test. Unit alarmed drive count/time values or changes incorrect for moving or coasting. Too slow or too fast error during rewind due to corroded motor home switch. No grinding noise noted. Unable to perform seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify insulin flow blocked alarm due to motor anomaly. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer was able to clear the alarm and was able to complete the rewind. The insulin pump did successfully complete steps in the displacement verification table. The insulin pump was making a grinding noise during rewind and the insulin pump had an insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.